Manufacturer narrative:
The event of "lumps" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported after injection with one syringe of juvederm voluma xc on both sides of the cheeks the patient developed "lumps" at the injection sites. The patient was treated with "vitrase" to help "dissolve" the product. A second injection of vitrase was administered approximately 2 weeks later.